Event description:
Patient had cook pigtail catheter implanted. An air leak was detected in this catheter. The physician put in another chest tube. When attempting to pull out the catheter, only the hub of the catheter came out. The catheter itself broke off and remained in the pt¿s chest. Pt was then evaluated by cardio thoracic surgery team. Surgical intervention was required to retrieve this foreign body (separated catheter). Add¿l info from user facility report: patient had cook pigtail implanted. An air leak was detected in this catheter. The physician put in another chest tube. When attempting to pull out the cook catheter, only the hub of the catheter came out. The catheter itself broke off and remained in the pt¿s chest. Pt was then evaluated by (B)(6). Surgical intervention was required to retrieve this foreign body (catheter).

Manufacturer narrative:
(B)(4). Eval: no product was returned to assist in our investigation. Therefore, without the actual device, we were not able to determine with certainty why the catheter separated. The security of the fitting for this device is verified 100% by our quality control department prior to further processing. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar situations. Add¿l info from user facility report: brand name - fuhrman pleural and pneumopericardial drainage. Common device name: pigtail catheter. Expiration date: 11/01/2011; (B)(4), explant date: (B)(6) 2008.